Event description:
Litigation alleges that patient experiences hip pain and pain in her lower back. A recent MRI shows she has an accumulation of fluids on her right hip, which is being monitored by her surgeon, in addition to the metal ions in her blood.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers the investigation closed.